Event description:
Patient tested on the suspect device with an inr result of 8.0. The lab inr was 5.1. Controls were not used. The device has not been cleaned. The device was replaced and requested to be returned for evaluation.